Event description:
It was reported during a recanalization procedure that the pt developed a tamponade followed by cardiac arrest. The physician had used a straight powerwire rf guidewire to recanalize the superior vena cava. Once the guidewire was believed to have passed the occlusion, an angioplasty balloon was inserted over the guidewire and inflated. After balloon inflation, the pt's blood pressure dropped and pericardial tamponade occurred. The pt suffered cardiac arrest and interventional surgery was required. Two punctures were observed; one in the brachiocephalic vein and one in the pericardium. The surgery to correct the problem was completed without further complication and the pt was reported in stable condition at the time of report.

Manufacturer narrative:
The device was not available for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification of the cardiac tamponade is consistent with anticipated procedural complications and is noted within the IFU.